Manufacturer narrative:
If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) contacted boston scientific technical services (ts) with concerns about an abnormal EKG. She reported having tachycardia and asked if this is what her device is supposed to treat. Ts explained how the device works and if her tachycardia rate is below the programmed therapy zone, it would not treat. No information provided about what patient's rate was. The field representative was contacted and confirms he does not follow this patient because the clinic does their own device checks. The field representative mentioned that he would inquire with the clinic if the patient was recently checked and get back to us.